Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken plunger was found before use with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, "before use, the customer found 1ea abg plunger was broken and the damaged parts was not contained in the package."

Manufacturer narrative:
Investigation summary: bd received a sample and photo from the customer facility for investigation. The sample and photo were evaluated and the customer¿s indicated failure mode for a broken plunger with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a broken plunger was found before use with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, "before use, the customer found 1ea abg plunger was broken and the damaged parts was not contained in the package."